Event description:
It was reported that during a device replacement procedure, a right atrial (ra) lead fracture was revealed. A ra lead replacement was planned. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: gradiant lead.

Event description:
It was further reported that the right atrial (ra) lead was explanted and replaced. No patient complications have been reported as a result of this event.